Event description:
The reporter stated that she had received the er1 message over a year ago and could not remember what she did at the time. She said she thought that she may have applied the sample wrong.